Event description:
It was reported that an auto-off alarm occurred. The customer¿s blood glucose (bg) level was between 500-600 mg/dl. A correction injection was delivered to address bg level. Customer continued to use pump for insulin therapy.